Event description:
During night time, dialysis staff on routine rounds found all solution infused and rupture of the catheter assumed to be caused by over pressure. Due to a violation of the closed circuit, antibiotic therapy using vancomycin was began. Admin vancomycin. Svs performed by: company svc tech checked pump occlusion, a/d conversion, calibrated upper and lower scale. Checked all valves during normal operation and power failure, found no problem. Ran 5 cycle wet test. Machine is functioning correctly. Pump muffler cover is broken. The hosp said they would repalce it themselves. Valves failed in open position and caused line to rupture.